Event description:
It was reported that the pump stopped working after running for about 2 minutes. Approx 50cc of blood which was collected had to be discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported which were related to the event. There was no medical intervention required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.